Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. A new device was opened. Blade did not fall in the patient anatomy. Instrument was damaged and broken. Instrument was inspected prior to use. Robotic hysterectomy was performed. Instrument did not collide with other instruments. Fragment did not fall in patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the blade would not retract, blade exposed message, then the blade fell out. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.